Event description:
Health professional reported the day after injection with juvederm ultra plus xc in the cheeks and marionette lines the pt presented with significant lower eyelid edema. At the follow visit the pt was injected with 25 units of vitrase in the lower eyelid area to prevent worsening of the symptoms that may lead to permanent damage as well as to "dissolve: the juvederm and correct symptoms. The physician states the symptoms have not yet resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device evaluation summary: batch number (B)(4) was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilizations. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.